Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle was observed to be a white, nonorganic material but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and no additional event and or device reprocessing information was reported or available. The event can be detected by following the instructions for use sections below: ¿gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection¿. ¿gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no insufflation was confirmed due to the nozzle being clogged. In addition to evaluation, the bending section cover glue was separated. The plastic distal end cover had a scratch mark. There was a crease on the connecting tube. The biopsy channel had wear and tear. Angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii gastrointestinal videoscope had no insufflation. There was no report of patient harm associated with this event. The device washed and disinfected. During incoming inspection, a non-organic white colored material clogged the nozzle due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.